Event description:
It was reported that high lead impedance resulted from both system and normal mode diagnostic tests when the vns pt's device was tested at a follow up visit. The pt had transferred care to a new physician, and the device had been set to a low output current, and therefore no previous diagnostic test results are available. The pt had also reported an intermittent itching sensation in the left neck. The physician programmed the device to 0ma, and x-rays were taken to assess the continuity of the device. The x-rays were sent to manufacturer for review where there was an acute angle observed between the positive electrode and the anchor tether in the neck. No obvious lead discontinuities were visualized. Good faith attempts to obtain additional information from the physician have been made, but have been unsuccessful to date. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device . X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. An acute angle was visualized between the positive electrode and the anchor tether. Device failure is suspected, but did not cause or contribute to a death or serious injury.